Event description:
International affiliate reports the screw was implanted in (B)(6) 2011. Some time after surgery, the patient experienced pain. An x-ray revealed a broken screw and revision surgery was performed.

Manufacturer narrative:
Depuy spine has requested return of the polyaxial screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made. However, the screw breakage is indicative of fatigue failure. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.